Event description:
It was reported that during the reconstruction of the anterior cruciate ligament of the knee joint surgical procedure, it was observed that after the 1st firing of the truespan 24 degree peek device, two plates were deployed at the same time. It was reported that the surgeon changed to another truespan 24 degree peek device to continue the procedure and the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found that the device had the first implant partially deployed. The shaft appeared to have foreign matter, presumably biological matter at the distal end of the first plate. The red trigger was broken and completely loose. Upon review under the white sleeve, the two plates and suture were still secured under the suture retention sleeve. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was not confirmed as the observed condition of the truespan 24 degree peek would have not contributed to the complained device issue.¿ based on the investigation finding, the potential root cause for the broken trigger can be traced to procedural variables, such as handling of the device or product interaction during procedure, it is not unreasonable that during the procedure a portion of tissue blocked the applier needle causing a mechanical obstruction during deployment; this obstruction and the force applied to the trigger are contributive factors of the broken trigger. As per instructions for use (IFU), it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.